Event description:
Customer reported he was getting low blood glucose levels do to the insulin pump delivering too much insulin. Customer stated that he thinks it might be his basal rates. Current blood glucose level was 257 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.